Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No equipment will be returned due to surgery center policy.